Event description:
Customer reported via phone call to have been to the emergency room on (B)(6) 2015 due to low blood glucose of 20 mg/dl. Customer was not sure of reason for low blood glucose. Information was for documentation.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.